Manufacturer narrative:
B2: uti. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have had a severe uti 3 times in the last month, and so it had been a lot with their bladder and incontinence. They didn't always feel like they needed to pee, and they didn't feel the buzzing or sensation like they had in the past when it was letting them know that they needed to go to the bathroom. The agent explained to gauge if therapy was working by symptom relief, not the stimulation sensation. The agent helped the caller connect to the implant and increase stimulation. The patient said they would maintain the stimulation level and would continue to track symptoms. The agent reviewed to discuss with the potential effects of the uti or medication on symptoms with their healthcare provider (hcp).